Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that patient was unable to get into easy bolus menu because the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. Unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.